Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is most likely that the most probable causes are damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope adhesive on the bending section cover was detached. There was no patient involvement.